Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain. The patient reported that they met with the manufacturer's representative 6-7 weeks ago for new programming (change group e settings) but the adaptive stimulation (as) on the implantable neurostimulator (ins) was not turned back on or programmed for the new group e. As a result they had not been able to turn the as on since. It was noted that the new programming was done for pain and "new pain" around the waist, behind/at the center of their back on either side of the spine, and low back. The patient was directed to go into the menu and try to turn the as on on group d and e (like they were able to do before). They did not have as settings for those groups. The patient was going to follow up on the issue when they meet with the healthcare professional (hcp) and the manufacturer's representative next week. Additional information was received from the patient. It was reported that the patient had no record of meeting with a manufacturer representative (rep) on (B)(6) 2016. The patient did however meet with a rep on (B)(6) 2016. They resolved the as issue but did not pinpoint why the system turned off. It also cycled on/off three to four times on the night of (B)(6) 2016 while the patient was sitting and watching television. The rep reviewed how to reset the as and the patient was able to do so that night before going to bed. The pain was not resolved. In the examination room the patient experienced better coverage than in the previous 10 months by reprogramming channel 4 but the new pain had not been alleviated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.